Manufacturer narrative:
A patients leads migrated was reported to abbott. As a result, the patient's leads were explanted and replaced to address the issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-16932. It was reported the patients leads migrated. As a result, surgical intervention was undertaken wherein the leads were explanted and replaced. Surgical intervention addressed the issue.